Manufacturer narrative:
(B)(4). Product surveillance contacted the home patient (hp) who stated she discarded the sample and did not know the lot number. The hp stated she contacted her nurse who then advised her on proper procedures. The hp stated she was able to resume therapy successfully with new supplies and was doing well. There was no patient injury or medical intervention reported. An engineering quality review was completed for this report of a check final line alarm. The report was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 in drain 3 of 4. The home patient (hp) stated she had not disconnected from the hc since the start of therapy. The technical service representative (tsr) had the hp check the lines and bags and found no leaks, open clamps, or unused lines. The tsr had the hp cycle power off/on to clear the se 2240 and the hc alarmed with se 2367. The tsr had the hp end therapy and disconnect using the aseptic technique. The hp would notify the peritoneal dialysis nurse. The hp would save the supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.